Event description:
It was reported that patient underwent initial partial knee arthroplasty on an unknown date. Subsequently, patient was revised in (B)(6) 2015 due to unknown reasons. All components were removed and replaced with a total knee system. During the procedure, the screw would not engage in the offset and the stem sat proud. As a result, there was an hour delay.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a unicompartmental knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to an unknown reason. It was further reported that another revision procedure was performed in (B)(6) 2015 due to loosening of the tibial component and the patient was converted to a total knee system. During the procedure, there was a one hour delay due to difficulty engaging a screw in the offset and the stem sitting proud.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.